Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed from the twist clamp of the transfer set when it turned to open and close during use. This was identified by a nurse during use at the hospital. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a piece of loose white plastic (pellet) inside the bag with the sample. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue of particulate matter was verified. The cause of the event was determined to be manufacturing related because the pellet was used during the tumbling process. Should additional relevant information become available, a supplemental report will be submitted.